Manufacturer narrative:
No failure of the device itself was identified. A fresh battery was installed to restore normal device function. Manufacturer's evaluation summary: the device is a battery-powered automated external defibrillator (AED) and the actual device involved was evaluated. Testing found that the user-removable battery was nearly exhausted. No evidence was found to suggest that depletion of the battery was premature or due to defect. No failure of the device itself was itself was identified.

Event description:
The device would not stay powered on; it would turn off by itself when the customer attempted to monitor ECG. The product problem was discovered during equipment check and no pt was involved.